Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was broken/separated from the pullwire assembly. The proximal end of the guide catheter was flared likely due to the cannula sliding out of the guide catheter. The guide catheter had a visible cannula impression which indicated that the pullwire welded cannula joint was attached to the guide catheter securely during manufacturing. The guide catheter was free of splits/tears. The working length of the guide catheter was kinked at multiple locations. The ramp window on the push catheter was slightly jagged and no other damages were observed to the push catheter. The pullwire appeared to be kinked inside the push catheter. During evaluation, the pullwire assembly was removed from the ramp window for investigation. The welded pullwire/cannula assembly was free of damages. The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during a biliary drainage procedure in the biliary tract of a 85 year old male patient (patient weight is unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched and broke, however, the stent was able to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was used during a biliary drainage procedure in the biliary tract of a (B)(6) old male patient (patient weight is unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched and broke, however, the stent was able to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.